Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), analysis of the returned recharger revealed a bench test fail. Review measured current levels for trs800001.4 and trs800001.5, confirm the current levels are about 30ma, and the battery leds are constantly scrolling. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt reported starting today when they were going to charge their ins the recharger would not power on and reported the recharger battery lights were rapidly flashing up and down. Pt stated recharger was on docking station while plugged into wall charger when battery lights were rapidly flashing on call. Patient services walked pt through holding recharger power button down for about 5 seconds while on docking station and pt stated this did not resolve it. Pt took recharger off docking station and stated all lights went out and recharger did not power on. When pt put recharger back on docking station recharger battery lights were flashing up and down again and continued despite trying to hold power button down for about 5 seconds, pressing power button and trying to reset recharger while in docking station. Pt confirmed green light was illuminated on docking station when plugged into charger and confirmed using correct charging cord for recharger. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptoms were reported.